Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pt presented with a heart pump and on a heparin drip. During the leadless implantable pulse generator (ipg) implant, the device was pre-programmed prior to implant without any difficulties. Post deployment, it was not possible to achieve any telemetry with the leadless ipg. Multiple positions and programmers were attempted. It was believed that the heart pump was causing telemetry interference. Turning down the heart pump did not help. After a tug test with two times engaged, the physician made the decision to leave the leadless ipg in the patient's body. Attempts were made to turn on the device later in the day. However, due to the telemetry troubleshooting, significant time had elapsed and a clot had formed within the delivery catheter and was unable to floss the tether. No amount of flushing released the tether. The physician manually dislodge the leadless ipg with force and pulled the device out of the body. A new leadless ipg was turned on prior to deployment, and the implant was unremarkable and pacing at the programmed rate was observed. However, telemetry could not be reestablished with this device either. The status of the leadless ipg is unknown. At the end of the case, the initial leadless ipg was able to be interrogated without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.